Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 430 mg/dl and indicated that her doctor is working with her on this. The customer declined to troubleshoot the high blood glucose and only wanted it to be reported.